Event description:
It was reported that the patient was revised approximately four months post-initial surgery due to pain and to remove fractured pieces produced from the needle fracture of the device that were retained in the patient's body. No additional patient consequences were reported. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). D4/h4: it was reported that the exact lot number of the device involved in the event is  unknown. However, there are four (4) potential lot numbers of the device involved. These are listed below with their associated dates of manufacture, expiration dates, and udis: lot#: 65783881, sterile date: dec 8, 2027, mfg date: jan 10, 2023, UDI: (B)(4). Lot#: 190020, sterile date: aug 30, 2027, mfg date: aug 30, 2022, UDI: (B)(4). Lot#: 011060, sterile date: apr 4, 2027, mfg date: apr 4, 2022, UDI: (B)(4). Lot#: 892350, sterile date: mar 23, 2027, mfg date: mar 23, 2022, UDI: (B)(4). G2: foreign- portugal. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded by the hospital as biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01832.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of pictures. Visual examination of the returned product/provided pictures identified 2 needles  fractured. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.